Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Model # is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date is not applicable as the device is manufactured by prescription and not implantable.

Event description:
It was reported that the patient had a reaction to the device that was issued. The patient reaction was intra-orally near cheeks. The device was delivered (B)(6) 2022 with the reaction occurring (B)(6) 2022. The device was discontinued the same evening and the reaction resolved in a day.

Manufacturer narrative:
CAPA 2023-006. The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for case# (B)(4) and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The receiving router for lot#lg2743 indicated printer resin from keystone industries (supplier) passed inspection and met the specification. C of a (certificate of analysis) was also provided and confirmed the material was qualified for release. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the customer has not returned the complaint part for investigation to date. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU 12383 rev 3.0 (comfort3d bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. A soft toothbrush may be used. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water. Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU 12383 rev 3.0 (comfort3d bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the nightguard. Rinse appliance well with clean, cool water before and after use. Clean comfort3d bite splint with clean, cool water only, and let it air dry." Rpt 012620 rev. 1.0 (comfort3d bite splint verification) confirms that the resin material meets the acceptance criteria for biocompatibility (cytotoxicity, irritation, and sensitization) and mechanical properties (flexural strength, flexural modulus, sorption, solubility, and free monomer extraction).

Manufacturer narrative:
Additional data: b2, d4, h4, e1, h6 (health effect - clinical code, and type of investigation code) corrected data: a3, b5, h6 (health effect - impact code, medical device problem code, investigation findings code, and investigation conclusions code). CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
It was reported that the patient had a reaction and experienced a reaction intra-orally near cheeks (blister on their tissue around cheek). The device was delivered 6-27-2022 with the reaction occurring (B)(6) 2022. The device was discontinued the same evening and the reaction resolved in a day.